Event description:
Per received report: an 18 x 14mm aneurysm was treated with three (3) presidio microcoils and 1 cashmere microcoil. As the physician advanced the cashmere coil, friction was felt. The coil was withdrawn and re-introduced the second time, friction was felt again. At this point, the physician checked to make sure that the microcatheter was not occluded with clot. When no occlusion was found, it was decided to withdraw the coil and it was successfully withdrawn with no incident. Additional report from sales representative received on 06/28/2010, it was indicated that a thrombectomy was performed. Lovenox and cefutil medications were prescribed post surgery. The patient was "okay" with no reported complications as a result.

Manufacturer narrative:
The product has not been received by our facility. A follow-up report will be submitted as soon as final evaluation is performed.